Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system services were turned off. A technical support specialist (tss) confirmed that the information technology (it) reported all systems were up and running, but the issue persisted with reports not loading or printing and all stations in critical override due to lack of communication with the medication host. Returns could not be completed as transactions were not reflected under the patient profile. The tss found that services were turned off, restarted the required services, and verified that station functionality returned to normal, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where users were unable to view or print reports and pyxis stations were operating slowly. The system displayed an error message stating ¿an unexpected error occurred. Please try again later.¿ this issue caused delays in medication removal. The customer stated that the malfunction occurred when user tried to issue medication to a patient and caused a delay. However, there were no adverse events or injuries reported based on this event.